Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen (unknown concentration and dose) in an implanted infusion pump for intractable spasticity. It was reported that in 2015, the patient was hospitalized with baclofen overdose. It was further reported that the pump "did not log the overdose the pump was giving my daughter." The reporter understood that a spiral CT would image the device. No further information was gathered before the reporter disconnected the call. Additional information was requested from the healthcare provider (hcp) regarding onset date, drug information, concomitant medications, pertinent medical history, if there was a suspected device issue, diagnostics performed, if the cause was determined, actions/I interventions required, and if the issue resolved. If additional information is received, a follow-up report will be submitted.